Event description:
It was reported that a dissection occurred requiring additional intervention. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The lesion was pre-dilated with a 1.5 mm, 2.0 mm and 2.5 mm non-compliant balloons. A 3.00 x 48 mm synergy shield was fully deployed at 11 atm and post-dilated and a type e flow limiting distal edge dissection was observed. The cause of dissection was due to anatomy. The dissection was covered with another 3. 0 x 16 mm synergy shield and the procedure was completed. There was no further patient complications reported, and the patient was stable post-procedure and has fully recovered.